Manufacturer narrative:
The reported event, for bur breakage, was confirmed by way of photo evidence provided. The unknown stryker bur in the photo could not be identified. Without the bur, the root cause is undetermined. Device discarded by customer.

Event description:
It was reported that during an elbow surgical procedure, it was noted that the bur broke while attempting to remove cement. It was also reported that the procedure was completed successfully. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during an elbow surgical procedure, it was noted that the bur broke while attempting to remove cement. It was also reported that the procedure was completed successfully. No further information was available.